Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection identified the cone of the access male luer lock (mll) was broken. The reported leak was likely due to the broken mll cone. The reported condition was verified. A potential cause of the condition could have been overtightening of the luer connection which can lead to blocked connection and/or cracks. A nonconformance has been established to further investigate the connection components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with one unit of a prismaflex m100 set, an external blood leakage was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.